Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the aneurysm enlargement based on the medical records and imaging available to review. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. Review of the computed tomography (CT) scan and magnetic resonance angiogram (mra) study report indicated a possible type ia endoleak and/or pseudoaneurysm at the superior stent margin of the proximal extension. However, clinical was unable to determine if there was a type ia endoleak and/or device failure with the imaging available for review. Additionally, clinical review identified contrasted follow up imaging was not possible due to the patient's renal failure (a cautionary product use condition). The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. D2: common device name has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D11: concomitant medical products and therapy dates has been updated. H4: device manufacture date has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a vela suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 5 years post initial procedure the patient has developed an aneurysm above the existing graft. The patient is being monitored. There have been no patient sequelae reported. Additionalinformation:clinical review of the computed tomography (CT) scan and magnetic resonance angiogram (mra) study report identified a possible type ia endoleak and/or pseudoaneurysm at the superior stent margin of the proximal extension. The final patient status was not reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata.¿

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 5 years post initial procedure the patient has developed an aneurysm above the existing graft. The patient is being monitored. There have been no patient sequelae reported.